Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2013 was identified as an infection. The original surgery occurred on (B)(6) 2013, (B)(4) days prior to the revision surgery. The outcomes attributed to this event are non-serious and required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported component involved were examined. A review of the sterilization records show that the reported device received an adequate 25-40 kgy gamma radiation sterilization dose and was within its expiration date at the time of the original surgery. A review of the implant device history record, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. Due to the short time between the original surgery and the revision surgery it is possible that the infection was acquired at the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.

Event description:
Revision surgery - the pt suffered an infection.